Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31359779 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, an orbit galaxy coil (640cf0308, 31359779) was filled in aneurysm and tried to detach, but the coil was unable to detach. The doctor only retracted the coil alone and switched to a new one to complete the surgery. The microcatheter (mc) was not replaced. No patient injury was reported. Additional event information was received on 19-feb-2025 indicating that the coil was still attached to the coil delivery system when removed from the patient. The coil did not stretch or became damaged when removed.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h11. Section b5: section b5: additional event information received on 04-mar-2025 indicated that a cerenovus syringe was used (lot 96524019). The coil delivery system was prepped without any difficulty. The syringe first increase to the green detachment area, then increase to the red area. There was nothing else done in an attempt to detach the coil. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.